Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences associated with this event? H3 analysis summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, one winding former with a suture and one detached needle that pertained to product code vp2346. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and the remnant of the suture was observed. In addition, the suture cannot be dispensed since have begun the degradation process which caused the needle to detach from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2024 and suture was used. While opening the foil, the needle was not attached to the thread. No patient consequence was reported. Additional information was requested.